Event description:
Information was received indicating that a smiths medical medfusion pump had a bad interconnect board. No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed a missing/broken seal (lining) on the bottom case, cracked right plunger case and visible contamination by the l bracket pole clamp. Unable to retrieve history log due to constant sound with no displayed alarm. During the functional testing the reported issue was able to be duplicated. The root cause of issue was the customer did not upload software from base to head after replacing the main board. Uploaded software to the base unit (interconnect board) and rebooted the pump's head (main board) by performing power point process.

Event description:
Additional information received via email: no patient involvement. Failure occurred during maintenance.